Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01530 / 01531).

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately nine years post-implantation due to alleged elevated metal ion levels, pseudotumor, pain, inflammation, discomfort, loss of range of motion, and loss of mobility. Legal counsel reported metal debris was allegedly noted during the revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.